Manufacturer narrative:
(B)(4): the product or applicable imaging studies has not been returned to the manufacturer for evaluation. Unable to determine the cause of event.

Event description:
It was reported by (B)(4) in a publication entitled 'revision rates following primary adult spinal deformity surgery: six hundred forty-three consecutive patients followed-up to twenty 'two years postoperative' (the spine journal 35 (2010) 219-226) that 58 patients (9.0%) required at least 1 revision. Fifty of 643 (2.3%) required more than 1 procedure. The mean time to revision was 4.0 years. It was reported that 24 patients experienced pseudarthrosis which resulted in an unanticipated revision surgery.